Event description:
A us distributor reported that a patient was receiving adjust belt, check therapy pad messages and reported a damaged belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages, adjust belt messages, damaged cable) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to a broken j704 connector. The root cause for the damaged belt could not be positively identified. There were no adverse events associated with the damaged belt.